Manufacturer narrative:
(B)(4). This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Evaluation summary: 5433v analysis found that the cable was fractured.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the cable was found to be fractured.

Event description:
It was reported that the external pulse generator (epg) did not pace. The epg was sent for service. No patient complications have been reported as a result of this event.